Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the medial side of the prolapsed posterior leaflet at the anterior-1/posteior-1 (a1/p1) position on the leaflets. Upon intial lock testing the clip remained closed, the lock line was removed and upon testing the second lock test the clip opened to approximately 60 degrees. The clip remained stable on the leaflets. A second mitraclip was placed medial to the first clip to reduce mr and stabilize the first clip. The procedure was discontinued, the final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.